Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states this is a commode they rent out. He says the frame is bent now preventing the seat from laying flat on frame. He states the users were within weight capacity. MDR filed.